Event description:
It was reported that patient presented to the hospital after receiving inappropriate therapy. Interrogation showed high pacing impedance. Fracture was suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.